Event description:
It was reported that since implant the patient's scs ipg has been moving within the scs ipg pocket site and the patient experiences a burning pain at the muscle around the site which occurs mostly when the patient is laying down or charging. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.